Manufacturer narrative:
(B)(4) on (B)(6) 2018 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
This record was opened in reference to (B)(4) and captures the additional instruments in use for this procedure. The following was reported by sales rep via email: during the procedure and prior to closing, two lateral 3mm ports were removed, and it was observed and stated by the surgeon that there were visible burns around the incisions at the site of the trocars. Prior to this observation, the 3mm electrode was potentially used through these ports for the creation of a colpotomy. Post procedure, the el333 may have appeared damaged distally with potential melting of the sheath at the junction of the electrode and insulation. It is difficult to determine without use of a magnifying element. Wattage of bovie at the time of use as stated by the physician was 60w cut and 30w coag. Bovie used was a medtronic (B)(4). Both cut and coag modalities were used during the colpotomy. On (B)(6) 2018 additional information: the patient is doing well, she is postoperative day number 8. The procedure was completed as planned. So far, patient is doing well. On (B)(6) 2018 additional information: it is the surgical sales representative's opinion that the trocars functioned as they should. Since they are metal and there is a conductive property, he thinks the greater issue is what led to the transfer of energy into the trocars. No further information available.